Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) received an alert due to high system impedance measurements measuring, 255 ohms. Technical services noted that the system impedances have always been on the high side. Technical services could be related to surgical procedure and recommended getting x-rays. The field representative will discuss with the health care professional (hcp). Subsequently, this system was explanted and replaced successful. The products are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) received an alert due to high system impedance measurements measuring, 255 ohms. Technical services noted that the system impedances have always been on the high side. Technical services could be related to surgical procedure and recommended getting x-rays. The field representative will discuss with the health care professional (hcp). Subsequently, this system was explanted and replaced successful. The products are expected to be returned for analysis. No additional adverse patient effects were reported.